Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with scratched case, cracked case-corner of belt clip rails, battery tube threads - cracked and cracked case (battery tube). In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the location of the damage was at the case of the battery tube side and the battery tube threads. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed and confirmed the damage was impacting the functionality of the pump. And documented that pump completely went dead. Advised that the serialized device be replaced. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1780kl was requested, and the customer's response was that the device would be returned.